Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 102 mg/dl and "200 mg/dl something". No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 205 mg/dl and "200 mg/dl something". No adverse event reported. Requested return of suspect device and strips, and replacement was sent.